Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a quote; however, the quote had expired, and no further actions were performed by philips. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
H10: g: phone: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not giving great readings for the oxygen and air. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not giving great readings for the oxygen and air. The device had recently been serviced, and now the customer experiencing the alleged issue. The rse noted that the flow sensor assembly may require replacement. Investigation ongoing / resolution pending